Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was going to undergo thoracoscopic sympathectomy procedure for arrhythmia, the procedure was postponed due to low flow alarms prior to the procedure.

Event description:
It was reported that the patient expired on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient developed persistent low flow alarms prior to a thoracoscopic sympathectomy procedure to treat arrhythmia on (B)(6) 2020. Tee showed minimal to low flow into the inflow of the device. The procedure was postponed to investigate the low flow. It was later reported that the patient expired on (B)(6) 2020. The cause of death was not provided. Multiple requests for additional information and product return were issued to the customer but no further information was provided and no product was received. Heartmate ii lvas IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The introduction section explains pump speed, power, flow, and pi. The system monitor section explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The hmii lvas patient handbook contains information on alarms and troubleshooting, which contains information regarding system controller alarms and the proper actions associated with them. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.